Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred and the stent dislodged from the balloon. The target lesion was located in a calcified obtuse marginal artery. The taxus liberte' 2.5x28mm drug eluting stent was unable to cross the lesion and when it was pulled back, it was noted that the struts were flared and the stent dislodged inside the hub. No patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.